Event description:
Caller reported taht pt displayed hypoglycemic symptoms. The freestyle meter read 136 mg/dl. Paramedics were called and had a reading of 68 mg/dl. The five dept also responded to the call and provided a reading of 67 mg/dl. A coca cola was provided as treatment.